Manufacturer narrative:
To date, the device has not returned to olympus for evaluation. A definitive root cause for this issue was not established. The connecting tube was broken by external stress on its lock lever and could not be connected. The cause of the external stress came from user applied force in the incorrect direction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to an olympus sales representative, the connecting tube was broken. The event occurred during reprocessing. There was no report of patient harm. Related patient identifier: (B)(6).